Event description:
It was reported to boston scientific corporation that an interject injection therapy needle catheter was used during a polypectomy procedure within the colon on (B)(6) 2010. According to the complainant, the interject needle was used to mark a 3cm adenoma on the transverse colon at the splenic flexure. A few hours after the polypectomy procedure was completed, a CT scan revealed a micro-perforation at the needle injection site. The patient was treated with one round of antibiotics. His condition following the incident was reported to be good.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle catheter was used during a polypectomy procedure within the colon on (B)(6) 2010. According to the complainant, the interject needle was used to mark a 3cm adenoma on the transverse colon at the splenic flexure. A few hours after the polypectomy procedure was completed, a CT scan revealed a micro-perforation at the needle injection site. The patient was treated with one round of antibiotics. His condition following the incident was reported to be good.

Manufacturer narrative:
Patient reported to be in his mid 60's. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.